Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent lap hysterectomy, cystourethroscopy, posterior repair with lysis of adhesions due to pelvic organ prolapse and stress urinary incontinence. In addition, it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent tah, laparoscopic sacral colpoperineopexy with graft augmentation x2 (polypropylene mesh), suprapubic catheter placement , posterior repair and enterocele repair with lysis of adhesions due to international continence society (ics) stage iii bp urge incontinence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).